Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. After a guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmosphere for 60 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.